Manufacturer narrative:
(B)(4). The customer reported power issues with this battery. The battery was evaluated by philips and the failure was not confirmed. Based on the customer's report we will consider this a failure. We cannot determine the cause as the failure could not be recreated. The customer replaced the battery which resolved the failure.

Event description:
The customer reported power issues with this battery.